Manufacturer narrative:
One sample was received for evaluation. The sample had no silicone inside the syringe and the plunger rod could not be moved therefore failure mode is verified. True root cause could not be determined, however there was likely some kind of issue with the silicone gun that caused it to not fire and put silicone inside the syringe. Silicone testing throughout the batch was acceptable and only one defect has been noted so far, likely an isolated incident. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. True root cause could not be determined, however there was likely some kind of issue with the silicone gun that caused it to not fire and put silicone inside the syringe.

Event description:
It was reported that during use of the bd 60ml catheter tip syringe, it was difficult to pull the plunger. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd¿ 60ml catheter tip syringe, it was difficult to pull the plunger. There was no report of exposure, injury or medical intervention.